Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device, inadequate fixation, implanting a damaged neurostimulator, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out. Additionally, severe force being applied to the implant, the patient having contraindicating conditions, and the patient touching or picking at the wound have been ruled out. Other potential causes of the reported issue include: improperly closing the surgical site and improper surgical technique. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of erosion is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion of the neurostimulator at the incision site as well as a suture protruding out of the skin. The implanting clinician clipped the portion of the exposed suture and offered surgery to close the incision site. However, the patient declined. Antibiotics were prescribed and as of (B)(6) 2026, the site looks much better. No further issues have been reported.